Manufacturer narrative:
DHR review: the complaint lot#3304680, assembly in suzhou plant1 on 2023.nov.18, lot quantity is (B)(4) review the in-process test record and outgoing test report, all test results meet the product specifications, no abnormal found. Review the product assembly record, no non-conformities, deviations or rework activities for this lot return sample analysis: no sample returned; no pictures provided. Retain sample analysis: sampling 2ea from the retain sample of the same lot to check cannula and catheter appearance, assembly status, no defect detected. Refer to the attachment for retain sample test report possible cause analysis: based on the reported information, damage is detected on catheter, the possible reason is as below: 1. The catheter raw material has defect. 2. Component damage happened during assembly; needle perforates the catheter. Current manufacture process have taken control procedures as below to protect this kind of possible risk: 1. 100% common inspection is performed during each process station start from tubing bonding process; such serious catheter damage can be identified easily. 2. Common inspection is performed during packaging process. 3. Qc sampling check will inspect the component appearance and do leakage test. As conclusion: so far, no defect sample pictures provide to further confirm the defect mode, with the reported information only, we cannot identify the when the damage happen, and the retained sample appearance inspection result is within product specification, with this we cannot decide the root cause.

Event description:
Customer clarified previous language. The ruptured component was the catheter tubing, and device worked normally during penetration. No additional information was provided.

Event description:
It was reported that bd saf-t-intima y adp bl 22ga x 0.75in row catheter broke / separated after placement. The nurse inserted the device into the patient's right hand to infuse chemotherapy; she was about to extract the mandrel when she realised that the mandrel was broken, puncturing the tube connecting the needle and no longer allowing the needle to be used. The patient underwent a second venipuncture with another needle intima. The device was used : yes. Use: first use. Consequence: specific intervention. Number of pieces involved: 1. Device availability: no.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.